Event description:
An article was found during a literature search entitled: "stent fracture following stenting of a myocardial bridge: report of two cases". The article was published in catheterization and cardiovascular intervention 71:191-196 (2008). Case#1: a male who was treated with a 2.75x32 mm taxus and a 2.5x28mm cypher in an overlapping manner. Five weeks after the index procedure, after persistent anginal symptoms, angiography was done and revealed in-stent-restenosis (isr) and stent fracture of the previously implanted taxus stent. There was also a high-grade stenosis at the proximal stent margin. The overlapped stented segment was reported to be under-expanded. The patient subsequently underwent coronary artery bypass to the lad and diagonal without complications.

Manufacturer narrative:
The indication for the index procedure was progressive exertional angina. The patient had stress echocardiography done that resulted in angina, anterior st-segment depression, and anterior wall hypokinesis. Coronary angiography was done and the patient was noted to have single-vessel disease. The target lesion was the mid left anterior descending (lad). The lesion was a 70% tubular stenosis within a mid lad myocardial bridge. The first diagonal was found to have a proximal 80% stenosis. A 2.75x32 mm taxus stent and 2.5 x 28 mm cypher stent were implanted in overlapping fashion with an excellent result obtained. The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.